Event description:
Reporter alleged that a patient received the result of 43 mg/dl on the inform system compared back to back within 10 minutes of a result of 229 mg/dl obtained on a lab system. Reporter stated that the patient was treated prior to the lab blood draw. The treatment was unspecified. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were all used, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.